Event description:
A malfunction on a pump was reported after it was plugged into charge. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.